Manufacturer narrative:
The perforator bit subject to this MDR was not returned to the MFR for eval. Mfg records were reviewed, no issued were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a cranial procedure that the perforator bit plunged and the dura was torn. It was also reported that there was a delay of 1 minute and the procedure was completed successfully. No further info was provided.